Event description:
Hold for irene. It has been reported to us that during the procedure, the tip of the guide wire separated from the shaft and remains inside the patient's foot. The physician inserted the guide wire into the patient for a peripheral case. The physician attempted to rotate the guide wire and the tip of the guide wire separated and remains inside the patient's foot. The device will be returning for evaluation. The patient is reported to be fine.

Manufacturer narrative:
(B)(4). Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Actual device used in case was evaluated. 38 = visual examination performed. The actual device used in the case was returned for evaluation. Visual examination of the returned guide wire revealed that the wire distal 3cm of the tip was missing. The coil wire is damaged to the distal solder joint. A still shot of the cine showing the foot of the patient indicate the tip is still inside the patient. The overall length of the guide wire per specification is 180 +/- 1cm and the distal joint to the tip measures 3cm per specification. The overall length of the returned wire measured 178.3cm. The distal joint to tip measurement of the returned device was 1.5cm. The 1.5cm of core wire remaining at the distal joint indicates that the core wire did not pull out from the joint, but the core wire tip fractured due to excessive force. A review of device history record did not detect any deficiencies within the manufacturing process. The event has been confirmed for device fragments left in patient. A photograph of the distal tip was provided by account indicating fragment inside patient. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.